Event description:
During a laparoscopic splenectomy procedure, the device stopped firing properly and appeared jammed. Stapler was removed. Another stapler was opened and the case was proceeded. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was recieved in good visual condition and with a cartridge loaded in the device. The cartridge was recieved partially fired and with no damage to the cartridge lock out tab. When tested for functionality the returned device only partially fired as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. Cartridge batch# a5c87u (510(k)#k020779)